Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's charger port melted. The patient was shipped a replacement charger under warranty to address the issue.